Event description:
A customer reported experiencing cgm error 42, which occurred multiple times on their pump within the last 24 hours, although they had not reset the pump. Historical records confirmed similar errors on previous dates. There was no adverse impact to the customer's blood glucose level reported. Tandem technical support decided to replace the pump, advising the customer to use their current pump or an alternate method to ensure continuous insulin delivery.